Event description:
It was reported that the patient experienced seven sharp chest pains. It was further reported that the implantable pulse generator (ipg) may be misfiring. The ipg is nearing elective replacement indicator (eri) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.